Manufacturer narrative:
Beckman coulter quality assurance (qa) reviewed the available information. The instrument was sold and serviced by a third-party distributor, (B)(4). (B)(4)was contacted by qa on 7 may 2025 who provided a patient data summary and service report for the au680 chemistry analyzer. The customer indicated that any sodium results that were outside of reference ranges were repeated on another au analyzer, serial number (B)(6) and/or abl analyzer. The data was reviewed by qa. Correlation performance for sodium between au and abl analyzers are unknown. (B)(4) field service engineer (fse) performed stability test which indicated unstable measurements. (B)(4) fse replaced multiple hardware components including the solenoid valve, reference electrode block, ion-selective electrolyte (ise) mix motor, ise nozzle, reference electrode holder, reagent syringe case, and reagent syringe which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. System performance was verified and the customer was satisfied. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
Beckman coulter received a danish medicines agency report submitted by a customer reporting the generation of erroneous sodium (na) patient results on their au680 clinical chemistry analyzer, serial number (B)(6). There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data indicating two (2) patient samples with erroneous sodium results generated on (B)(6) 2025.